Event description:
The account alleged the patient position module will not set. No patient impact.

Manufacturer narrative:
The technician found the bed functioned as designed, the issue was user error. The technician zeroed the scale and in-serviced the account.